Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for a piece of white fm material in the tube with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that prior to use foreign matter was discovered with 30 bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from french to english: these 30 tubes have been rejected and preserved. Other tubes from the same batch were checked individually and no further contamination has been found. The phenomenon appears to concern this series of 30 tubes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use foreign matter was discovered with 30 bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from french to english: these 30 tubes have been rejected and preserved. Other tubes from the same batch were checked individually and no further contamination has been found. The phenomenon appears to concern this series of 30 tubes.